Event description:
It was reported that during a pci procedure, the liberte stent would not cross the lesion and damage to the stent occurred. The 90% stenotic lesion being treated was located in the right coronary artery (rca). Upon removal, the distal edge of the liberte stent was found raised. The procedure was completed with another device, and no pt complications were reported. Pt status was reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the prod had been disposed. The mfg records for batch 9125822 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined.